Event description:
First off, I went into the hospital because I had a deep vein thromboses in my left leg. They then referred me for vena cava filter placement. This had made several clots that I have had. I had already been diagnosed with factor five leiden and protein c deficiency at that time. First surgery. They were supposed to place the retrievable filter on (B)(6)2004, they started off going through my right leg in the femoral vein. They had to stop in the middle of the surgery due to a clot blocking off the bottom of my vena cava. After that they did some kind of test to see if they could go through the vein in my neck. It was clear of clots so that is how they were going to place it. The second surgery started (B)(6) 2004. I was awake for the whole surgery. All I know is that in the middle of the surgery all at once it felt like my back was on fire and my back was hurting me really bad. There was a nurse or someone standing beside me that kept asking how I was doing. As soon as I felt that pain I told that person that something is not right. They told me the surgery was almost done. As soon as they were done and moved me off the surgery table back onto the bed, I thought I was going to pass out because of the pain. They got the surgeon to come back into the room. I don't know if my blood pressure had dropped or what happened to me at that time. The surgeon told them to give me something. Not sure what that was. He then had to put me on a dilaudid pump because I was in such severe pain. They told me I was having the pain because they had to place the filter higher than what they usually place it on other pts. I was in the hospital for days after the surgery on the dilaudid pump because the pain from this surgery. Here it is (B)(6) 2010 and I am and have been in constant pain ever since that surgery. It had been months after the surgery that my hematologist recommended that I have the filter removed. When he called the hospital to have it set up they told him that I did not have the retrievable filter placed. I thought I had. I don't remember signing the consent form for them to place the permanent filter. I seen multiple doctors after that surgery because of back pain. I didn't know that I was having the pain from the filter until a doctor seen it on an x-ray that 2 or 3 of the metal rods from the filters is going through the muscle mass in my spine. That's what the doctor told me-so therefore I have to suffer and live with this pain for the rest of my life. I don't know if anything can be done about this . The doctors say they cannot remove this filter. No doctor has checked it to see if it has migrated or perforated or anything. When I ask the doctors, they tell me that the filter is not supposed to be checked. I have tried to get several doctors to refer me to a vascular surgeon, and they will not do it cause they tell me that it does not need to be checked. What can I do about this to see if there is a problem with the filter that I had placed. They placed the simon nitinol ivc filter.